Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the cause of the patient never feeling stimulation was unclear; the lead was in good position on thursday. The hcp stated they would continue to work with the patient. While the patient [denied feeling] sensation, their urinary symptoms were improving. The hcp stated further action would be taken.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they never felt the sensation of the stimulation with their previous implant. They got a replacement implanted neurostimulators about a week ago. [See pe 707581522 regarding current implant issues].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that were not sure when they issue being asked about ¿not feeling the stimulation.¿ the device was replaced in (B)(6) 2025 which was 2 years after the initial implant due to the battery being depleted. Their understanding was that the patient was running the stimulation extremely high. They stated that they don¿t remember the exact time, but they remember calling tech services to discuss this because this was their first device to deplete in such a short time. They stated they would have thought the event would have been reported then which is why they did not follow up further.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.